Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: neu_refillkit_acc, serial# unknown, product type: accessory.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen at an unknown concentration and dose via an implantable pump. It was reported on (B)(6) 2016 that there was a volume discrepancy. It was indicated that the hcps were noticing that they had extra drug left over when they used gablofen and wanted to know if other people have reported it. It was explained that gablofen pre-filled syringes are not marked and they apparently are intentionally overfilled so it's likely they will have extra drug if they don't measure it somehow. It was noted that they were seeing differences of 20-30% but the representative did not know how they calculated that and thought it was just a few ccs. No symptoms or further information were reported.